Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was explanted due to draining at the pocket site in addition to the patient having a fever which were determined to be signs of infection. Additionally, the pocket site was flushed. It was also reported depending on the clearing of the infection the scs lead will be explanted or a new scs ipg will be implanted. Follow-up identified the infection has cleared. Additionally, the patient received oral and intra-venous antibiotics.